Event description:
It was reported that the stimulation was intermittent and there was no telemetry. The manufacturer representative tried to program a voltage increase and kept getting a poor communication message on the clinician programmer, and the voltage was increasing very slowly. After creating a new group, telemetry and voltage worked fine. During the call the patient mentioned that he lost stimulation on saturday, (B)(6) 2014, for twelve hours, even though the lightning bolt was on. The patient tried turning stimulation on and off, but no success. Then suddenly, 12 hours later the stimulation came on. There were no error codes that occurred.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).